Event description:
The pump contained lioresal 500 mcg/ml. The pump was flipping and the catheter was "twisting." A revision surgery was performed on (B)(6) 2011. During surgery, the hcp was able to aspirate "a few drops" while the pump was on the back table, but was unable to fill the pump reservoir. Four different needles were used to try and fill the pump without success. The hcp decided to implant a different pump. The intervention to the catheter was not reported. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).